Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a perforation, which led to a cardiac tamponade and peric ardial effusion. The patient coded, and a pericardiocentesis was successfully performed. The leadless implantable pulse generator (ipg) implant procedure was aborted, and the patient was stabilized and admitted to the intensive care unit (ICU) for observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.